Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the ssc advanced display driver (sadd) to solve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The sadd was analyzed and reviewed error logs in lighthouse and confirmed that error 319 did trigger in the field. Visual inspected unit found no issue related to the event. Unit was installed on a good known in-house system and the system was not able to start up, the screen shows noise signals with black/white strips. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis could not determine the potential root cause of the issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer received an error to restart the system. Upon powering back on, customer stated they had a 31004 followed by a 319. Customer additionally reported that the touchpad on console two had no image and had static. Customer has since moved on with system use. The procedure was completed with no reported injury.